Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in the specification with respect to the reported constant upstream occlusion alarms, which were not reproduced due to a constant system error 107. The messages were confirmed through review of the event history log. The device passed testing and no component could be identified for causality.